Manufacturer narrative:
A philips remote clinical support person was able to dial into the customer network to review the clinical audit logs. The logs indicated, based on the configuration, that they would not get a red alarm until the heart rate (hr) violated 170, the patient was in the 160s. The device was configured to have their low limit set to 150 with a tachycardia (tachy) difference of 20. The device was later reconfigured to have their low hr of 140 which changed their tachy to 160. The device is now alarming greater than 160. The device was confirmed to be functioning as expected / configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient information center ix did not provide a red alarm for ventricular tachycardia (vtach) as expected. The device was in use on a patient at the time of the event. There was no adverse event reported